Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va317lf implanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the symptoms were worse than before the implant. Patient mentioned that the first day after the implant was ok and then they decided to make adjustments to the therapy to obtain more improvement. Patient reported that during the last night, they had a lot of accidents and leakages more than before so today they decided to adjust the therapy again to program 5 at 5.0. Agent reviewed therapy information and general programming guidance with patient. The patient was redirected to their healthcare provider to further address the issue. Patient had a follow up appointment next wednesday. Patient reported symptoms were worse than before the implant after adjusting the therapy and urinary symptoms. Additional information was received from the patient. The patient stated that their doctor recommended the device be reprogrammed by a manufacturer representative (rep). If that doesn't work the lead might not be good and might need revision. Doctor suggested to first start with reprogramming. The patient said the surgery went well the first time. It worked good for 30-45days and then it stopped helping the symptoms. They changed the programming numerous times. The stimulation was causing discomfort all the time. The patient had been frustrated because they have tried the amplitude high and low. The patient said the doctor mentioned they were not able to put the lead where they wanted. If they did the patient would be falling all the time because it affected the patient's foot. The doctor said it is extremely rare to come across this. The doctor told them this may not work. The patient did try to go back in march or april to the program and setting the patient was at in the beginning when it worked but it didn't do anything. Sent email to rep to set up reprogramming. An email was received from the rep.

Event description:
Additional information was received from the manufacturer representative (rep). When the rep was asked to clarify the statement "if that doesn't work the lead might not be good and might need revision", the rep stated that the surgeon was planning on removing the lead and battery. Do no now if that occurred. The rep stated that the cause of the lead not placed properly was not determined. The most likely cause of the event was the patient was feeling unwanted discomfort with battery not lead. When asked about the steps taken to resolve the issue, the rep stated note programs. The rep confirmed that the issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va317lf implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.